Manufacturer narrative:
A company service rep checked system and found it met performance specifications. Provided customer with information on possible causes of thermal injuries.

Event description:
Reporter noted pump is squeaking, vacuum inconsistent and mild cornea burn occurred during procedure.